Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reported a blood glucose (bg) level of 600 mg/dl with ketones as the highest bg level each day. The bg levels were addressed with a manual injection that was normally administered by the customer's mother. Bg levels were reported back to target range. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.